Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. This event is related to MDR # 1810909-2020-00148.

Event description:
The customer reported that at 8:34 a.m., he obtained blood glucose readings of 200 mg/dl on the contour next ez meter and 100 mg/dl on a non-ascensia meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter and test strips were sent to the customer.

Manufacturer narrative:
The customer only returned the suspected contour next test strips from lot # 9fpec42c for evaluation. The suspected contour next ez was not returned. Therefore, in-house testing was performed using the in-house contour next ez meter with returned test strips, which gave a satisfactory performance. Additionally, the device history records were reviewed for the suspected meter and test strips, and no manufacturing anomalies were found.